Manufacturer narrative:
Response to FDA 483 homedics inspection 12/2006. Found malfunction in thermostat. Product replaced at consumer's request.

Event description:
No user injuries. Parafin bath wax temp did not cool off, consumer saw sparks and turned unit off.